Manufacturer narrative:
We checked the returned unit and confirmed that the ccd module shadow in image. Based on the result, we concluded that it was caused due to the moisture condensation in the ccd module. In addition, we confirmed that the light guide cable coating damage, the light guide fiber bundle (lcb) broken, the remote control buttons cracked, the nozzle gluing missing, the objective lens unit scratched, the insertion flexible tube (ift) bump, the light guide cable bump, the operation channel resistance, the suction channel kink, the down pulley wire rupture, and the angulation-down angulation zero degrees; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0586(image failure)" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(cloudy).